Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the very tortuous right coronary artery (rca). After a promus premier stent was successfully implanted, another promus premier stent was advanced to cover the distal portion of the lesion but failed to cross the newly implanted stent. The 2nd promus premier stent hung up on the 1st promus premier stent. When the physician pulled the device back to remove the stent, the stent came off from the stent delivery system.